Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced low glucose readings of 45 mg/dl and 60 mg/dl on consecutive nights while using the ilet bionic pancreas, and the cause was unclear. Symptoms included hypoglycemia. Outcomes included no request for medical assistance and no reported adverse effects or hospitalization. Investigation included troubleshooting and education with the customer. Investigation of this case revealed no confirmed device malfunction or component issue and the cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.